Event description:
It was reported that bd insyte autog bc needle did not retract. The following information was provided by the initial reporter: needle will not retract when button is depressed.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Bd received three unused 24g insyte autoguard units from lot #4312504. A functional test revealed that the retraction time of each needle exceeded the 1.5 second requirement. Your reported issue was confirmed and determined to be manufacturing related due to excessive gel around the flash chamber. This caused the slow retraction. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.